Manufacturer narrative:
The reported event of ineffective stimulation/non-functional scs was confirmed. The octrode lead was returned complete but cut in two pieces due to the explant procedure. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-17966, 1627487-2021-17967. It was reported the patient's system was explanted. Reason for explant is unknown.